Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Customer administered a bolus via the pump and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin, resolving the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.